Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. There was no adverse impact the customer¿s blood glucose.

Manufacturer narrative:
Additional information was received on 02/01/2024 reporting that the customer went to the emergency room (ER) on (B)(6) 2023 due to the reported cartridge alarm causing the customer to experience a blood glucose level of 592 mg/dl. The customer was treated with intravenous saline and insulin and was released from the ER 8 hours later on (B)(6) 2023 with the reported issue resolved. B1, b2, h6 health effect clinical code 2199- removed, h6 health effect impact code 2582- removed. B1, b2, h6 health effect clinical code 2199- removed, h6 health effect impact code 2582- removed.